Event description:
It was reported that a power-on-rest (por) message was seen on the patient¿s implantable neurostimulator (ins) over the weekend. The patient was not with healthcare professional (hcp) at the time of report. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, lot and serial numbers: unknown product type: programmer, physician. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v855344, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was later reported that this reporter was with a patient. The reporter referenced past call and the por (power on reset). Currently, the patient was feeling stimulation at 1.0v on program 3 and all was back to normal.